Event description:
Caller reported a cartridge alarm 20 occurring during pumping. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Customer continued using the current pump.